Event description:
Pt reported obtaining a blood glucose result of 499 mg/dl, while using the suspect device. Pt indicated that, within 5 minutes, his blood glucose was retested on a paramedic's blood glucose monitor, with a result of 193 mg/dl. Pt indicated that this is the first time he'd attempted to use the suspect device. No pt injury was reported and no treatment was received. Pt indicated that paramedic suggested he take 20 units of insulin (type not provided) based on the result of 193 mg/dl. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.